Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient felt stimulation, but it was feeling very low. There was acute pain and aching. The symptoms are located at the left leg: left calf, left knee, and left ankle. The patient gave blood the same day. The patient believed this might be a cause of her high blood pressure. She took a blood pressure pill and a baby aspirin, but that did not resolve the pain. The patient had been on blood pressure medication for years. She took her blood pressure the same morning at 8:11am and it was 187/98, at 8:44am and it was 185/85 and at 2:30 and it was 147/81. She wanted to increase stim but was unable to do this with her programmer. The implantable neurostimulator battery was blinking. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received on (B)(6) 2012 reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved at an appointment sometime in (B)(6) 2012. Additional information received reported that the patient was to undergo a revision procedure. It was unknown if battery depletion or telemetry issues had taken place. It was also unknown if the patient had been feeling stimulation up until the need for a revision. Revision was scheduled for (B)(6) 2012. Additional information received reported that the patient got a new implant on (B)(6) 2012 due to her previous implant reaching an e nd-of-service (eos) condition in (B)(6) 2012. There was no issue with the implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 7434, serial# (B)(4), product type: programmer. Patient product ID: 3888-28, lot# l36561, implanted: (B)(6) 1995, product type: lead. (B)(4).